Manufacturer narrative:
A titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. Evaluation revealed a separation in the longer pump exhaust tubing. Testing revealed this to be a site of leakage. Microscopic evaluation revealed the separation to be within abrasion, indicating repetitive contact between surfaces. Microscopic evaluation revealed surface abrasion on all pump tubing. Microscopic evaluation revealed surface abrasion on the exhaust tubing and strain reliefs for cylinder 1 and cylinder 2. No functional abnormalities were noted with cylinder 1 or cylinder 2. No functional abnormalities were noted with the reservoir. Based on recreation of the position of the tubes according to the abrasion pattern, this demonstrates that all pump tubes were overlapping in-vivo. This positioning, in combination with device usage over time, could contribute to sufficient stress to cause a separation through the longer length pump exhaust tubing at this site. A separation of this type may then allow the loss of fluid, rendering the device inoperable. A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced because it was not pumping up. During the revision procedure, the physician stated that a lead was observed in the tubing from the pump to the cylinder. No other adverse patient effects were reported.